Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Locked down smartphone: phone_control_ios. Omnipod software app version: 1.1.6. Operating system: 18.5. Hardware: iphone16.2. Cgm sensor type: g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the patient's blood glucose level rose to over 300 mg/dl while wearing the pod between 36 and 48 hours. The pod reportedly was coming loose from the infusion site (abdomen), causing the cannula to dislodge. The patient also reported insulin leaking while wearing the pod. As treatment, the patient applied a new pod.

Manufacturer narrative:
The device was received not deployed. Since the needle mechanism had not yet fired, the cannula could not have dislodged at this point. No damages or defects were found that would have caused the pod to dislodge. Once deployed, the fluid path was tested for leaks. No leaks were found. Inspection of the adhesive pad and adhesive welds found no damages or defects that would cause a failure to adhere. The cause of the reported adhesive failure could not be determined. Download data was unable to be retrieved from the pod despite multiple attempts, the removal of the pcb and connection to a power supply. Batteries were measured to be low. Inspection of the pcb found no damages or defects that would contribute to the low batteries or data loss. The exact cause of the data loss and low batteries could not be determined.